Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit motor error alarmed during occlusion test due to faulty sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed self-test, error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. No sparking, burning or damaged components/wire during visual inspection noted. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.